Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was oversensing and there was impedance variability from 450 to 2500 ohms. It was also reported that isometrics were positive for noise. Lead replacement is planned. No patient complications were reported as a result of this event.